Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: previous brand name: servo-s, corrected brand name: servo-s base unit. D4 ¿ version or model #: previous version or model #: servo-s, corrected version or model #: 6640440. On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, o2 gas module was found defective. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Our conclusion is that the part pointed out as defective was the cause of the failure. However, the root cause to why the part failed has not been established.

Event description:
Manufacturer's ref. #: (B)(4).